Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test and self test. No unexpected partial display or missing segments display anomaly noted. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, missing serial number label, missing display window cover, missing end cap address label and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had display missing segment. The customer's blood glucose was unknown at the time of the incident. Product will not be returned for analysis.